Event description:
E was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain") and genital haemorrhage ("hemorrhages") in a female patient who had essure (batch no. 664665) inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine"), anxiety ("anxiety"), pelvic congestion ("pelvic congestion"), alopecia ("hair loss"), menstruation irregular ("irregular menstruation"), polymenorrhoea ("frequent menstruation"), abdominal discomfort ("gastric discomfort"), burning sensation ("burning sensation"), flatulence ("intestinal gas"), gastrooesophageal reflux disease ("reflux"), arthralgia ("join pain especially in knees"), dizziness ("dizziness sensation"), inflammation ("inflammation in the abdominal area"), weight increased ("weight increase") and adenomyosis ("adenomyosis"). The patient was treated with surgery (essure removal - patient lost her fallopian tubes). Essure was removed in (B)(6) 2017. At the time of the report, the back pain, genital haemorrhage, migraine, anxiety, pelvic congestion, alopecia, menstruation irregular, polymenorrhoea, abdominal discomfort, burning sensation, flatulence, gastrooesophageal reflux disease, arthralgia, dizziness, inflammation, weight increased and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, adenomyosis, alopecia, anxiety, arthralgia, back pain, burning sensation, dizziness, flatulence, gastrooesophageal reflux disease, genital haemorrhage, inflammation, menstruation irregular, migraine, pelvic congestion, polymenorrhoea and weight increased with essure. The reporter commented: the patient requested the removal in (B)(6) 2017 and she lost the fallopian tubes. The patient reported model as ess306. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: back pain: the analysis in the global safety database revealed 558 cases. Genital haemorrhage: the analysis in the global safety database revealed 1.162 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. The most recent information was received on 10-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain") and genital haemorrhage ("hemorrhages") in a female patient who had essure (batch no. 664665) inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine"), anxiety ("anxiety"), pelvic congestion ("pelvic congestion"), alopecia ("hair loss"), menstruation irregular ("irregular menstruation"), polymenorrhoea ("frequent menstruation"), abdominal discomfort ("gastric discomfort"), burning sensation ("burning sensation"), flatulence ("intestinal gas"), gastrointestinal disorder ("reflux"), arthralgia ("join pain especially in knees"), dizziness ("dizziness sensation"), inflammation ("inflammation in the abdominal area"), weight increased ("weight increase") and adenomyosis ("adenomyosis"). The patient was treated with surgery (essure removal - patient lost her fallopian tubes). Essure was removed in (B)(6) 2017. At the time of the report, the back pain, genital haemorrhage, migraine, anxiety, pelvic congestion, alopecia, menstruation irregular, polymenorrhoea, abdominal discomfort, burning sensation, flatulence, gastrointestinal disorder, arthralgia, dizziness, inflammation, weight increased and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, adenomyosis, alopecia, anxiety, arthralgia, back pain, burning sensation, dizziness, flatulence, gastrointestinal disorder, genital haemorrhage, inflammation, menstruation irregular, migraine, pelvic congestion, polymenorrhoea and weight increased with essure. The reporter commented: the patient requested the removal in (B)(6) 2017 and she lost the fallopian tubes. The patient reported model as ess306. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.